Manufacturer narrative:
Philips has investigated this complaint. Based on the additional information received, the device was in clinical use at the time of the event. It was confirmed by the customer that a system restart did not resolve the issue; therefore, the planned treatment was aborted and rescheduled for the following day. A philips field service engineer (fse) subsequently visited the site and observed a consistent loss of signal across all monitors. A review of the log files indicated multiple errors associated with the flex spot pc. During troubleshooting, the fse confirmed that the flex pc (workspot pc 3, seat 4a) was defective. To resolve the issue, the fse replaced the flex pc and performed a software reload. Following these actions, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system's flexvision monitor was unable to display images. No harm was reported to philips. Philips has started an investigation of this complaint.